Event description:
It was reported that a tsb35 was used during a laparascopic sigma. It was reported by the affiliate that the anvil slipped out after firing. There was no consequence to the patient.